Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product to perform failure analysis. The high resolution stereo viewer (hrsv) was installed onto a test system and fail to show video on the display at the system startup. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon side console (ssc) left eye vision was missing. When the surgeon first sat at the ssc, the right eye vision was showing black. The customer power cycled the system. The right eye vision powered up, but the left eye vision did not power on. The customer verified that there were no video cables connecting to the back of the ssc. The customer powered the system off, ensured the fiber cables were fully seated to the ssc and the vision side cart (vsc), and hard cycled the ssc. The system powered up with no image in the left eye. The customer removed the endoscope and there were no color bars in the left eye. The surgeon proceeded with one eye. There were no reports of patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.